Event description:
It was reported that "as surgeon was trialing, the 9mm trial snapped off in the disc space. Only stem was left on the trial t-handle."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.